Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned and investigated. The reported flush port detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported flush port detachment appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a broken flush port, which has the potential for leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3+. During the procedure, the flush port on the delivery catheter (dc) handle broke off. The flush line was attached at the time; however, it was not overtightened. The hole in the dc handle, where the flush port broke from, was taped over, and the flush line was attached to the flush port on the other side of the dc handle. No air entered the system or the patient anatomy; therefore, no aspiration was needed. The procedure continued, and the clip was deployed without issue. Only one clip was implanted and the mixed mitral regurgitation (mr) was reduced from grade 3+ to trace. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.